Manufacturer narrative:
Company comment: the serious events of abscess and nodule at implant site, bacterial infection and granuloma skin, and the non-serious events of swelling, erythema, pain, warmth, discharge and scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainages to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique or a foreign body reaction to the product in the local tissue. The restylane kysse was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-sep-2023 by a 73-year-old female patient, concerning herself. The patient denied any autoimmune or thyroid conditions. She had allergy to norepinephrine. The patient was not taking any concomitant medications. The patient had previously received treatments with juvederm, dysport, botox, 1 syringe of restylane kysse to the lips on (B)(6) 2021, 1 syringe of restylane defyne to the nasolabial folds and marionettes on (B)(6) 2021, 1 syringe of restylane kysse to the lip and perioral lines on (B)(6) 2021, and 1 syringe of restylane defyne to the oral commissure and marionettes on (B)(6) 2022 and she had no issues. On (B)(6) 2021, the patient received her first dose of moderna covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2023, the patient received treatment with 1 ml of restylane kysse (lot 20495) to the vermillion border, vertical lines on upper lip, marionette lines, oral commissures and corners of mouth using a 30g 1/2-inch needle with retrograde injection technique in the mid dermis for lines around these areas and volume loss. The restylane kysse was injected to marionette lines, oral commissures and corners of mouth (off label use of device). Post treatment, the patient had no complications, and no bruising was noted. She tolerated the procedure well. The patient was given cool packs and appropriate after care instructions and asked to contact if any problems or concerns. The patient had no further questions or concerns and was discharged home. On (B)(6) 2023, the patient developed abscess (implant site abscess) and she never thought it was due to the filler treatment because it was performed 2 months prior. On (B)(6) 2023, the patient first noticed a bump/lump/nodule (implant site nodule) on the left marionette area. The patient went to her general physician who prescribed her unspecified antibiotics which did not help, and it got bigger. Three weeks later, in (B)(6) 2023, the patient experienced a second bump on the left anterior marionette, chin and lower cutaneous lip area. On (B)(6) 2023, the patient visited the hcp office with nodules on bilateral lower marionettes and the side of chin. During the visit, the patient was seen by another hcp. The hcp assessed them as possible delayed onset nodules or granulomas (granuloma skin). The patient had an appointment to consult the reporting hcp on (B)(6) 2023 but patient did not come up for follow up appointment but followed up with her dermatologist. Thereafter, the patient called her general physician and informed him. There was lump inside of the mouth, and an abscess on the outside. The physician sent her to the emergency room (ER) where they drained it because the abscess was big. The hcp at the ER asked if she had filler. At ER, the patient underwent cat scan and she was given prednisone [prdenisone] which also did not help. Thereafter, the patient was referred to ent by her primary care physician who gave her bactrim [sulfamethoxazole, trimethoprim] and performed biopsy and the result was negative, there was no infection or abscess/cyst. The ent physician gave her another round of treatment with prednisone and recommended her to visit a dermatologist. Later, she had developed a new nodule on her right marionette area and currently patient was completing her third route of prednisone. On (B)(6) 2023, the patient visited the dermatology institute for evaluation of skin lesions located on face and lip. The lesions were enlarging, not healing, swollen (implant site swelling) and tender (implant site pain) of moderate severity. The lesions had been treated with amoxicillin [amoxicillin], prednisone and bactrim in the past. The CT scan performed showed no signs of drainage or sinus involvement. The patient was prescribed doxycycline hyclate [doxycycline hyclate] 100 mg tablet two times a day and instructed to use emollients. She was injected with 0.5 ml of 5 mg/ml intralesional kenalog [triamcinolone acetonide]. The incision and drainage (I and d) were performed on right medical buccal cheek. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine [epinephrine, lidocaine hydrochloride]. The lesion was incised with an 11 blade and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. According to the dermatologist, it could have been due to faulty injections or more than likely bacteria, that was contaminated. On (B)(6) 2023, the patient visited the dermatology institute for follow up. She complained that lesions were hot (implant site warmth), red (implant site erythema), swollen, tender of mild severity. She was injected with 0.5 ml of 5 mg/ml intralesional kenalog. The incision and drainage were performed on left cheek. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. The right jawline swelling drained mostly clear serous fluid/purulence (implant site discharge) and the left cheek lesion had small amount of purulence and blood. She was injected with 0.5 ml of intralesional kenalog and 0.5 ml of intralesional hyaluronidase [hyaluronidase]. The patient was prescribed with 500 mg of cipro [ciprofloxacin] tablet twice daily and advised to continue doxycycline. On (B)(6) 2023, the wound swab culture result was negative, and no pathogens were detected. On (B)(6) 2023, the patient again visited the dermatology institute for follow up. The 4 lesions were injected with 1.5 ml of intralesional kenalog and 0.5 ml of intralesional hyaluronidase. The patient was prescribed with 500 mg of cipro [ciprofloxacin] tablet twice daily and advised to continue doxycycline. The incision and drainage were performed on left cheek. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. On (B)(6) 2023, from the wound swab culture pathogens fusarium solani, oxysporum, enterococcus faecalis, mycobacterium abscessus, chelonae, fortuitum and pseudomonas aeruginosa were detected. No resistance genes were detected. On (B)(6) 2023, the patient again visited the dermatology institute for follow up. The I and d was performed on left lower cutaneous lip and inferior labial frenulum. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. The 4 lesions were injected with 1.5 ml of intralesional kenalog and 0.5 ml of intralesional hyaluronidase. She was advised to continue treatment with cipro and doxycycline. During the follow up visit on (B)(6) 2023, the 2 lesions were injected with 0.3 ml of intralesional kenalog and recommended to continue treatment with bactrim and cipro. The patient also received treatment with 6 units of botox [botulinum toxin type a] to periorbital skin. On (B)(6) 2023, the patient visited the dermatology institute for follow up. She underwent I and d on right cheek and left lower cutaneous lip. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. The 2 lesions were injected with 0.5 ml of intralesional kenalog and prescribed bactrim ds tablet orally twice daily for 10 days. On (B)(6) 2023, the patient again visited the dermatology institute for follow up. She was injected with 0.3 ml of intralesional kenalog. When the patient went to the injector, she said that all of it in the upper lip and marionette line was gone. The initial lump was gone, but there was something like a scar tissue (implant site scar) left. There was still a lump that was probably about the size of 3 peas and the patient could feel it inside as well as outside. In (B)(6) 2023 (last week from date of report), more lumps had appeared in the area of her bottom teeth and bottom lip which could not be seen from the outside. There was a lump that was really big inside of her bottom lip. The last time, the patient was able to drain it and it went away but they were coming back again. According to the patient, it was some type of bacteria that continued to spread (bacterial infection). The last time the patient was on a strong antibiotic, and it started to bother her stomach and she discontinued them. On (B)(6) 2023, the patient reported that she was consulting physician at dermatology institute every day for injections and currently she has two nodules. The patient would be seeing her attorney. On (B)(6) 2023, the patient experienced a granuloma again. On (B)(6) 2023, the patient sent the image of the most recent granuloma. The injecting hcp mentioned that the patient had a lump on the inside of the inside of mouth and an abscess on the outside. The patient confirmed that it was not one lump or abscess, there were about eight so far. Outcome at the time of the report: abscess was not recovered/not resolved/ongoing. Bump/lump/nodules was not recovered/not resolved/ongoing. Granulomas was not recovered/not resolved/ongoing. Scar tissue was not recovered/not resolved/ongoing. Some type of bacteria that continued to spread was unknown. Swollen was unknown. Tender was unknown. Hot was unknown. Red was unknown. Serous fluid/purulence was unknown. Restylane kysse was injected to marionette lines, oral commissures and corners of mouth was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 29-sep-2023 from the nurse practitioner: case was medically confirmed. Coding of event implant site mass updated to implant site nodule. Verbatim of event off label use updated. Medical history, past filler treatment, suspect device implant date, location, volume, needle type, lot number, expiry date, event location, lab test and corrective treatment details were updated. V.2 fu received on 18-oct-2023 from the patient herself: events (implant site swelling, pain, warmth, and discharge) added. Suspect device implant date, event location, laboratory data, and corrective treatment details were updated. Brr results received on 19-oct-2023. V.3 fu received on 16-nov-2023 and 21-nov-2023 from the patient herself: the patient sent the image of the most recent granuloma. The injecting hcp and the patient commented on the lump and abscess.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-sep-2023 by a 73-year-old female patient, concerning herself. The patient denied any autoimmune or thyroid conditions. She had allergy to norepinephrine. The patient was not taking any concomitant medications. The patient had previously received treatments with juvederm, dysport, botox, 1 syringe of restylane kysse to the lips on (B)(6) 2021, 1 syringe of restylane defyne to the nasolabial folds and marionettes on 19-may-2021, 1 syringe of restylane kysse to the lip and perioral lines on (B)(6) 2021, and 1 syringe of restylane defyne to the oral commissure and marionettes on (B)(6) 2022 and she had no issues. On (B)(6) 2021, the patient received her first dose of moderna covid-19 vaccine and second dose on 19-feb-2021. On (B)(6) 2023, the patient received treatment with 1 ml of restylane kysse (lot 20495) to the vermillion border, vertical lines on upper lip, marionette lines, oral commissures and corners of mouth using a 30g 1/2-inch needle with retrograde injection technique in the mid dermis for lines around these areas and volume loss. The restylane kysse was injected to marionette lines, oral commissures and corners of mouth (off label use of device). Post treatment, the patient had no complications, and no bruising was noted. She tolerated the procedure well. The patient was given cool packs and appropriate after care instructions and asked to contact if any problems or concerns. The patient had no further questions or concerns and was discharged home. On (B)(6) 2023, the patient developed abscess (implant site abscess) and she never thought it was due to the filler treatment because it was performed 2 months prior. On (B)(6) 2023, the patient first noticed a bump/lump/nodule (implant site nodule) on the left marionette area. The patient went to her general physician who prescribed her unspecified antibiotics which did not help, and it got bigger. Three weeks later, in (B)(6) 2023, the patient experienced a second bump on the left anterior marionette, chin and lower cutaneous lip area. On (B)(6) 2023, the patient visited the hcp office with nodules on bilateral lower marionettes and the side of chin. During the visit, the patient was seen by another hcp. The hcp assessed them as possible delayed onset nodules or granulomas (granuloma skin). The patient had an appointment to consult the reporting hcp on (B)(6) 2023 but patient did not come up for follow up appointment but followed up with her dermatologist. Thereafter, the patient called her general physician and informed him. There was lump inside of the mouth, and an abscess on the outside. The physician sent her to the emergency room (ER) where they drained it because the abscess was big. The hcp at the ER asked if she had filler. At ER, the patient underwent cat scan and she was given prednisone [prdenisone] which also did not help. Thereafter, the patient was referred to ent by her primary care physician who gave her bactrim [sulfamethoxazole, trimethoprim] and performed biopsy and the result was negative, there was no infection or abscess/cyst. The ent physician gave her another round of treatment with prednisone and recommended her to visit a dermatologist. Later, she had developed a new nodule on her right marionette area and currently patient was completing her third route of prednisone. On (B)(6) 2023, the patient visited the dermatology institute for evaluation of skin lesions located on face and lip. The lesions were enlarging, not healing, swollen (implant site swelling) and tender (implant site pain) of moderate severity. The lesions had been treated with amoxicillin [amoxicillin], prednisone and bactrim in the past. The CT scan performed showed no signs of drainage or sinus involvement. The patient was prescribed doxycycline hyclate [doxycycline hyclate] 100 mg tablet two times a day and instructed to use emollients. She was injected with 0.5 ml of 5 mg/ml intralesional kenalog [triamcinolone acetonide]. The incision and drainage (I and d) were performed on right medical buccal cheek. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine [epinephrine, lidocaine hydrochloride]. The lesion was incised with an 11 blade and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. According to the dermatologist, it could have been due to faulty injections or more than likely bacteria, that was contaminated. On (B)(6) 2023, the patient visited the dermatology institute for follow up. She complained that lesions were hot (implant site warmth), red (implant site erythema), swollen, tender of mild severity. She was injected with 0.5 ml of 5 mg/ml intralesional kenalog. The incision and drainage were performed on left cheek. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. The right jawline swelling drained mostly clear serous fluid/purulence (implant site discharge) and the left cheek lesion had small amount of purulence and blood. She was injected with 0.5 ml of intralesional kenalog and 0.5 ml of intralesional hyaluronidase [hyaluronidase]. The patient was prescribed with 500 mg of cipro [ciprofloxacin] tablet twice daily and advised to continue doxycycline. On (B)(6) 2023, the wound swab culture result was negative, and no pathogens were detected. On (B)(6) 2023, the patient again visited the dermatology institute for follow up. The 4 lesions were injected with 1.5 ml of intralesional kenalog and 0.5 ml of intralesional hyaluronidase. The patient was prescribed with 500 mg of cipro [ciprofloxacin] tablet twice daily and advised to continue doxycycline. The incision and drainage were performed on left cheek. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. On (B)(6) 2023, from the wound swab culture pathogens fusarium solani, oxysporum, enterococcus faecalis, mycobacterium abscessus, chelonae, fortuitum and pseudomonas aeruginosa were detected. No resistance genes were detected. On (B)(6) 2023, the patient again visited the dermatology institute for follow up. The I and d was performed on left lower cutaneous lip and inferior labial frenulum. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. The 4 lesions were injected with 1.5 ml of intralesional kenalog and 0.5 ml of intralesional hyaluronidase. She was advised to continue treatment with cipro and doxycycline. During the follow up visit on (B)(6) 2023, the 2 lesions were injected with 0.3 ml of intralesional kenalog and recommended to continue treatment with bactrim and cipro. The patient also received treatment with 6 units of botox [botulinum toxin type a] to periorbital skin. On (B)(6) 2023, the patient visited the (B)(6) for follow up. She underwent I and d on right cheek and left lower cutaneous lip. The area was prepped in the usual clean fashion. Local anesthesia was achieved with 0.5 cc of 1% lidocaine with epinephrine. The lesion was incised with sterile needle and pressure was applied to the wound to drain the underlying contents. The petrolatum and a dry sterile dressing were applied, and wound care was reviewed. The 2 lesions were injected with 0.5 ml of intralesional kenalog and prescribed bactrim ds tablet orally twice daily for 10 days. On (B)(6) 2023, the patient again visited the dermatology institute for follow up. She was injected with 0.3 ml of intralesional kenalog. When the patient went to the injector, she said that all of it in the upper lip and marionette line was gone. The initial lump was gone, but there was something like a scar tissue (implant site scar) left. There was still a lump that was probably about the size of 3 peas and the patient could feel it inside as well as outside. In (B)(6) 2023 (last week from date of report), more lumps had appeared in the area of her bottom teeth and bottom lip which could not be seen from the outside. There was a lump that was really big inside of her bottom lip. The last time, the patient was able to drain it and it went away but they were coming back again. According to the patient, it was some type of bacteria that continued to spread (bacterial infection). The last time the patient was on a strong antibiotic, and it started to bother her stomach and she discontinued them. On (B)(6) 2023, the patient reported that she was consulting physician at (B)(6) every day for injections and currently she has two nodules. The patient would be seeing her attorney. Outcome at the time of the report: abscess was not recovered/not resolved/ongoing. Bump/lump/nodules was not recovered/not resolved/ongoing. Granulomas was not recovered/not resolved/ongoing. Scar tissue was not recovered/not resolved/ongoing. Some type of bacteria that continued to spread was unknown. Swollen was unknown. Tender was unknown. Hot was unknown. Red was unknown. Serous fluid/purulence was unknown. Restylane kysse was injected to marionette lines, oral commissures and corners of mouth was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 29-sep-2023 from the nurse practitioner: case was medically confirmed. Coding of event implant site mass updated to implant site nodule. Verbatim of event off label use updated. Medical history, past filler treatment, suspect device implant date, location, volume, needle type, lot number, expiry date, event location, lab test and corrective treatment details were updated. V.2 fu received on (B)(6) 2023 from the patient herself: events (implant site swelling, pain, warmth, and discharge) added. Suspect device implant date, event location, laboratory data, and corrective treatment details were updated. Brr results received on 19-oct-2023.

Manufacturer narrative:
Company comment: the serious events of abscess and nodule at implant site, bacterial infection and granuloma skin, and the non-serious events of swelling, erythema, pain, warmth, discharge and scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainages to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique or a foreign body reaction to the product in the local tissue. The restylane kysse was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-sep-2023 by a 73-year-old female patient, concerning herself. The patient denied any autoimmune or thyroid conditions. She had allergy to norepinephrine. The patient was not taking any concomitant medications. The patient had previously received treatments with juvederm, dysport, botox, 1 syringe of restylane kysse to lips on (B)(6) 2021, 1 syringe of restylane defyne to nasolabial folds and marionettes on (B)(6) 2021, 1 syringe of restylane kysse to lip and perioral lines on (B)(6)2021, and 1 syringe of restylane defyne to oral commissure and marionettes on (B)(6) 2022 and she had no issues. On (B)(6) 2021, the patient received her first dose of moderna covid-19 vaccine and second dose on (B)(6) 2021. On (B)(6) 2023, the patient received treatment with 1 ml of restylane kysse (lot 20495) to vermillion border, vertical lines on upper lip, marionette lines, oral commissures and corners of mouth using 30g 1/2-inch needle with retrograde injection technique in the middermis for lines around these areas and volume loss. The restylane kysse was injected to marionette lines, oral commissures and corners of mouth (off label use of device). Post treatment, the patient had no complications or bruising was noted. She tolerated the procedure well. The patient was given cool packs and appropriate after care instructions and asked to contact if any problems or concerns. The patient had no further questions or concerns after discharged to home. On (B)(6) 2023, the patient developed abscess (implant site abscess) and she never thought it was due to filler treatment because it was 2 months before. On (B)(6) 2023, the patient first noticed a bump/lump/nodule (implant site nodule) on the left marionette area. The patient went to her general physician who prescribed her unspecified antibiotics which did not help, and it got bigger. Three weeks later, in (B)(6) 2023, the patient experienced a second bump on the left anterior marionette, chin and lower cutaneous lip area. On (B)(6) 2023, the patient visited the hcp office with nodules on bilateral lower marionettes and the side of chin. During the visit, the patient was seen by another hcp. The hcp assessed them as possible delayed onset nodules or granulomas (granuloma skin). The patient had an appointment to consult the reporting hcp on (B)(6) 2023 but patient did not come up for follow up appointment but followed up with her dermatologist. She had consultation with four physicians at the dermatology institute. The hcp drained them and injected them with two different unspecified products and the patient was started on two different unspecified antibiotics. According to the dermatologist, it could have been due to faulty injections or more than likely bacteria, that was contaminated. Thereafter, the patient called her general physician and informed him. There was lump inside of the mouth, and the abscess was on the outside. The physician sent her to the emergency room (ER) where they drained it because the abscess was big. The hcp at the ER asked if she had filler. At ER, the patient underwent cat scan and gave her prednisone [prdenisone] which also did not help. Thereafter, the patient was referred to ent by her primary care physician who gave her bactrim [sulfamethoxazole, trimethoprim] and performed biopsy and the result was negative, there was no infection or abscess/cyst. The ent physician gave her another round of treatment with prednisone and recommended her to visit a dermatologist. Later, she had developed a new nodule on her right marionette area and currently patient was completing her third route of prednisone. When the patient went to the injector, she said that all of it in upper lip and marionette line was gone. The initial lump was gone, but there was something like scar tissue (implant site scar) left. There was still a lump that was probably about the size of 3 peas and the patient could feel it inside as well as outside. In (B)(6) 2023 (last week from date of report), more lumps had appeared in the area of her bottom teeth and bottom lip which could not be seen from the outside. There was a lump that was really big inside of her bottom lip. The last time, the patient was able to drain it and it went away but they were coming back again. According to the patient, it was some type of bacteria that continued to spread (bacterial infection). The last time the patient was on a strong antibiotic, and it started to bother her stomach and she discontinued them. On (B)(6) 2023, the patient was going to visit the dermatologist. Outcome at the time of the report: abscess was recovering/resolving. Bump/lump/nodules was recovering/resolving. Granulomas was not recovered/not resolved/ongoing. Scar tissue was not recovered/not resolved/ongoing. Some type of bacteria that continued to spread was unknown. Restylane kysse was injected to marionette lines, oral commissures and corners of mouth was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 29-sep-2023 from the nurse practitioner: case was medically confirmed. Coding of event implant site mass updated to implant site nodule. Verbatim of event off label use updated. Medical history, past filler treatment, suspect device implant date, location, volume, needle type, lot number, expiry date, event location, lab test and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of abscess and nodule at implant site, bacterial infection and granuloma skin, and the non-serious event of scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainages to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique or a foreign body reaction to the product in the local tissue. The restylane kysse was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review will be performed to exclude a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.